Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 48.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The pusher assembly was advanced distal to the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered. Forceful advancement against this resistance, may result in offset coil winds. During functional testing, resistance was encountered while attempting to advance the smart coil through its introducer sheath from its starting position. The introducer sheath was flushed, and the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the cerebral artery procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted three non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. The physician attempted to advance another smart coil but retracted it for repositioning but upon the second attempt to advance it, the smart coil got stuck in the introducer sheath. The smart coil was removed and was no longer used in the procedure. The procedure was completed using another smart coil and two other coils. There was no report of an adverse effect to the patient.